Event description:
During a total gastrectomy procedure, the suture broke. The surgeon applied another product. No pt injury was reported.

Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.